Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The sternalock 360 was not returned for investigation, as it was reported that the system was discarded following this event. No photos, scans, or physician's reports were provided, therefore the complaint cannot be verified. It was reported that the "patient has osteoporotic bones," though this was not confirmed by the surgeon or any reports. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign country source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the sternalock 360 band cut through the sternum so that particular implant could not be used. The patient was having sternalock 360 implanted to bring his sternum together, as the surgeon was approximating the sternum at the manubrium, the band part of the product cut through the sternum. Four additional wires were placed to approximate it and hold it together in addition to another sternalock 360. Attempts have been made and no further information has been provided. No additional patient consequences were reported.